Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardiac monitor exhibited undersensing and led to false pause episodes. No intervention was made. The patient was stable.